Event description:
It was reported by the neurologist that a patient she sent to cardiology was told by the cardiologist that the vns caused the bradycardia. No further relevant information has been received to date.